Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that non-sustained rv oversensing episodes were observed. Upon review, it was noted that the patient experienced a slow ventricular tachycardia and intermittent ventricular undersensing caused by the blanking period associated with atrial paced events. Programing changes were discussed. No further information was provided.